Manufacturer narrative:
Terumo is reporting this follow-up report only to inform of the voluntary medwatch report mw5059253 found in the maude database. The investigation, results, or conclusion performed by terumo and previously reported in the first follow-up report on january 25, 2016, do not change. The following information is new and/or changed: (additional event description), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to device evaluation). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
During a scheduled search of the maude database, a voluntary medwatch from a user facility was found reporting this event. The report number is mw5059253. Terumo is reporting to inform that these separate reports are for the same event that occurred involving a 3cx*fx15rw40 oxygenator.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on december 23, 2015. (B)(4). Prior to decontaminating the sample, per procedure, the returned oxygenator and centrifugal pump were setup in a test circuit. Sterile water was used to prime the circuit. The samples were primed by gravity and it was noted that there was difficulty displacing the air in the oxygenator. Once the centrifugal pump was primed, forward flow was initiated and an inlet pressure of over 500 mm/hg was applied to the inflow port of the oxygenator, the oxygenator began to slowly fill with fluid. The flow rate achieved was so low as to be unreadable by the flow probe on the sarns centrifugal pump system, and did not improve with time. The oxygenator sample was then decontaminated per procedure and further evaluated for product performance. The sample was built into a circuit and bovine blood was circulated at different flow rates to determine the pressure drop. All values obtained from this test were confirmed to meet specification. The bovine blood was left circulating through the sample for six hours after the completion of the pressure drop test. No anomalies were noted during the six hour circulation. After the completion of the six hour test, the sample was drained and inspected for clotting. No clots were noted during this inspection. Initial investigation of the returned sample confirmed that a flow issue existed within the oxygenator. This testing was performed on the sample as it was received. Once the sample was decontaminated and tested using bovine blood, it was confirmed that the sample functioned as intended and met all product specifications. Pump records for the event were not provided, nor was any additional information in regards to details of the event; therefore, a complete and thorough investigation could not be performed in order to determine a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, they could not flow through the oxygenator. No injury to the patient. Product was changed out. Surgery was completed successfully without delay.